Event description:
It was reported that there was a break and occlusion at the distal segment of the catheter. The patient had increased spasticity. A volume discrepancy was reported. The expected volume was 2ml and the actual volume was 5ml. A dye study was done on 2015-(B)(6) and it showed a catheter break. Both part of the catheter and pump were replaced on 2015-(B)(6). It was later reported that the date of surgery was 2015-(B)(6). It was noted that the spinal segment of the catheter was not able to be removed. The patient's status at the time of report was "alive- no injury." The patient was reduced from 1400 mcg/day to 300mcg/day per the physician's order. The pump system was delivering gablofen. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)

Manufacturer narrative:
Analysis of the catheter, model# 8711, lot# j11457r31, found the catheter body to be broken. This catheter was returned in 2 segments. The most distal end of segment 2 appeared oblong and jagged. This suggests the segment was pinched in this area until it ultimately broke. Also a suture was applied directly to the catheter body of segment 1 (near pin connection). Analysis of the unknown proximal catheter segment found coring in the seal of the sutureless connector. Leaking was seen from the sutureless connector during pressure testing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# j11457r31, implanted: 2003-(B)(6), explanted: 2015-(B)(6), product type: catheter. Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).